Event description:
Patient called to inform us that his monoject insulin syringes frequently had bent needles. However, the real problem was one of the needles broke off during his injection & had to be surgically removed.